Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone that insulin pump button they need to pressed 3 times to go to home screen. Customer¿s blood glucose was 107 mg/dl known at the time of incident. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from button. Troubleshooting was performed for keypad anomaly. Customer stated the insulin pump was neither dropped nor exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan.the insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.